Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim and pink and the battery compartment was cracked in two different places. The battery cap was missing; a test cap was used during the investigation. The keypad was observed to be cut and torn on the ok button and was peeling from the base. All keys were responsive to testing. The keypad was removed for further investigation and there was no evidence of contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.